Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work and displayed "internal error" was confirmed. It was found that the 8 pin socket had a bad contact and the dual rf board was defective and without cp power output. The tamper-proof seal was also found to be damaged. The damaged rf board and the plug for connecting the handpiece were replaced and the device was cleaned, newly calibrated, tested and found to be fully functional. The damaged tamper-proof seal is an indication that someone not authorized has opened the device. Given the information provided we cannot discern a definitive root cause for the identified failures. A manufacturing record evaluation was performed for the finished device (serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device (serial number (B)(6), and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate via mail that during an unknown procedure the vapr vue generator showed message: internal error. The procedure had to be canceled. No patient consequence and no surgical delay was reported. No additional information was provided.